Manufacturer narrative:
Method and results: no product will be returned for evaluation.

Event description:
On (B)(6) 2010, the patient reported that the adhesive of her infusion set headset has fallen off within the past couple of weeks. She stated she wears the infusion set headset for longer than 3 days and she was advised per the instructions for use. She was educated on using adhesive dressing. No physiological effects were reported. The patient did not require assistance from a health care professional or second party to address the issue. The infusion set was replaced. The alleged product was discarded. No product will be returned for evaluation.